Event description:
On (B)(6) 2010, pt reported her infusion device is making a rattling noise during regular basal and bolus delivery. Pt stated it sounds like something is loose within the infusion device. Pt reported it is not the normal small vibrations but something much louder. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.